Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. In 2009, (through follow-up with the surgeon), it was learned that the device was explanted due to a unsuccessful ring repair. However, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this is no longer a reportable event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.